Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was not performed due to the serial number of the alleged device being unknown. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Peritoneal dialysis nurse requested a cancellation of a patient¿s peritoneal dialysis supplies due to the patient going to the hospital. It is unknown if the patient¿s hospitalization was related to the patient¿s peritoneal dialysis treatments. There was no allegation of any device malfunction. Additional information was solicited.